Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user was unable to provide the model number, lot number or product sizing information, therefore the manufacturing site cannot be determined at this time. No lot number is available. A detailed investigation or batch review cannot be conducted. Although a photograph has been received, no evaluation will be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional information has been received to date. Should additional information become available, a follow-up report will be submitted.  (B)(4).

Event description:
End user reports having a left knee replacement on (B)(6) 2017. Aquacel ag surgical dressing was applied in the operating room at that time, and the dressing was removed on (B)(6) 2017. End user reports there was a red raised rash under the hydrocolloid collar only, however she reports breaking out in red itchy rash and hives on the rest of her body. The dressing was discontinued and the end user was prescribed prednisone and hydroxyline. The end user has since seen an allergist who will be testing for allergies. A photo received from the reporter depicting the complaint issue.